Manufacturer narrative:
At this time, it is unknown if the device will be returned to boston scientific. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
It was reported that the patient heard tones from this implantable cardioverter defibrillator (ICD) and the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The error code was discovered during device interrogation when the patient was in the emergency room due to chest pain. The cause of the chest pain was not known; however, evidence does not suggest that it was related to device functionality. Data analysis showed the battery appeared to be depleting more quickly than expected. This product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
This supplemental report is being filed based on completion of device analysis.